Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one hickman d/l catheter was returned for evaluation. Visual, microscopic visual evaluation and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter leak and fracture as two radially adjacent circumferential splits were noted just distal to the white luer. Further, the edges of both radially adjacent circumferential splits were observed to be jagged. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states: irrigate the catheter with sterile heparinized saline (100 u/ml) and inspect for leakage. Clamp the catheter over the clamping sleeve(s). Selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: 1. Use only smooth-edged clamps. 2. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. H10: d4 (expiry date: 01/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during catheter placement procedure, the catheter was allegedly leaking. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510k number for the hickman cv catheter, dual-lumen, 7f products are identified. (Expiry date: 01/2025).

Event description:
It was reported that during catheter placement procedure, the catheter was allegedly leaking. There was no reported patient injury.